Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipak¿ concentric luer lock syringe ¿the luer lock did not fit properly. These syringes are used in pharmacy with cytostatic drugs and had losses because the luer lock did not work properly.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Additional information was received for the medical device lot number(s).  The following field(s) have been updated: medical device lot #: 1711210. Medical device expiration date: 10/31/2022. Device manufacture date: 11/06/2017.

Manufacturer narrative:
Investigation summary: it has been received 3 pictures for investigation. Upon visual inspection of these pictures it can be observed the lots affected are 1711318 and 1711210 but no functional defect is showed. DHR of lots 1711318 and 1711210 have been reviewed not finding any annotation or deviation regarding the alleged defect. Tip and thread verification tests is done to the first lot manufactured per month and per manufacturing line according to procedures (B)(4). With iso 594 compliant pass/non pass gauges (#10-419/1 and #10-413). Six retained samples of lot 1711318 and six retained samples of lot 1711210 are evaluated. Upon visual inspection of these 12 samples no damage or molding defect can be observed in the syringes tip or thread. Tip and thread verification tests are done with these 12 retained samples, finding all of them iso 594 compliant. Leakage in conical fitting test is performed with these 12 retained samples according to procedure pc-203 (3,05kg/cm2 water pressure is applied during 30seconds to the syringes connected to an iso594 compliant luer gauge). No leakage can be appreciated between syringes luer lok tips and iso594 compliant gauge. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection. Printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no functional defect has been found in the retained samples evaluated, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. Equipment used for testing/investigation. Instrument, calibration period (B)(4). Compliant reference gauge (tip)(B)(4). (B)(6) 2018, (B)(6) 2020, (B)(4). Compliant reference gauge (thread) (B)(4). (B)(6) 2018, (B)(6) 2020, manometer #26-310, (B)(6) 2018 dinamometer #17-204, (B)(6) 2017,(B)(6) 2018, dinamometer #17-205, (B)(6) 2017,(B)(6) 2018 , torquimeter 56-202, (B)(6) 2017,(B)(6) 2018 . Investigation conclusion: since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no functional defect has been found in the retained samples evaluated, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.